Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error, bad battery alerts, and that the customer also experienced a high blood glucose level of 483mg/dl. The customer treated with syringe. The customer's parent was assisted with motor error troubleshooting. The customer¿s blood glucose level was 383mg/dl at the time of the incident. The customer's parent stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer's parent stated that they were able to complete rewind when the motor error occurred. The customer was assisted in performing a manual prime/filling tubing, and the motor error did not recur. The insulin pump also pass the displacement test. The customer's parent declined troubleshooting for bad battery alarm, low battery, and high blood glucose level. The customer's parent was advised to monitor insulin pump. The product will not be returned for analysis.